Manufacturer narrative:
Per (out of box failure) there were no completed treatments prior to receiving the cycler. The reported symptom (fluid leaking) was not confirmed with testing. The reported symptom (air detected in cassette warning) was not confirmed with testing. A visual inspection of the returned cycler exterior showed no signs of physical damage. Simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting of a liberty select alarm observing a fluid leak coming from cassette door. The patient was advised to discontinue the use cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. The liberty select was replaced.